Manufacturer narrative:
Concomitant medical product(s): product ID: 3998, lot# j0428298v, implanted: (B)(6) 2004, product type: lead. Other relevant .device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 24-jun-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was removed in (B)(6) 2019 because of an infection. An infection of the wires was noted in (B)(6) 2020 and more was snipped out two more times. The infection was still present. No further complications were reported.